Manufacturer narrative:
(B)(4).

Event description:
Reportedly an external fluid leak of approximately 50 ml was observed after 3.5 hours of treatment when using a polyflux 140h. The treatment was discontinued 30 minutes prior to schedule. There was no patient injury or medical intervention associated with this event. No additional information is available.